Manufacturer narrative:
(B)(4). A lot history record review was completed for serial numbers (B)(4) the last 3 lots shipped to the account prior to the aware date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro self activated and burned the drapes. The hospital did not report any patient effects. Per (B)(6), hospital called him in and told him during preparation the devices self activated and burned the drapes. The patients were not near the drapes. There were 3 different cases. Date of event is unknown. Product was discarded. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro self activated and burned the drapes. The hospital did not report any patient effects. Per (B)(4), hospital called him in and told him during preparation the devices self activated and burned the drapes. The patients were not near the drapes. There were 3 different cases. Date of event is unknown. Product was discarded. Related to (B)(4).